Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24459. It was reported, the pt is experiencing pain at her scs leads implant site. The pt's daughter stated, the pt is feeling a stinging sensation and pain in her back. Per the pt's daughter, the pt has not experience any falls or trauma. The pt's daughter was advised to consult with the pt's physician regarding the issue. Follow-up identified the pt has lost weight and her scs leads may have migrated. Additionally, x-rays have been taken. The pt is pending a follow-up with a sjm representative to examine the x-ray results.